Manufacturer narrative:
Follow-up # 1 the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, lifescan conducted an evaluation of the test strip lot; it concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up #2.this supplemental is being sent to correct information sent in the narrative of follow-up #1. The lay user/patients test strips have been returned to and evaluated by lifescan product analysis; the meter has not. The narrative should read as follows: the test strips passed all testing with no faults found. The reported issue could not be confirmed. In addition, lifescan conducted an evaluation of the test strip lot; it concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay-user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultralink meter was reading inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began on (B)(6) 2015 at 6:00pm. The patient reported obtaining blood glucose readings of ¿163, 69, 240, 166, 213 and 247 mg/dl¿ with the subject meter, performed more than 20 minutes apart. The time difference between the results exceeds lfs¿ criteria for a valid comparison. The patient informed the csr that he manages his diabetes with self-adjusted insulin and claimed he took his usual dose of 19 units of levemir insulin on (B)(6) 2016 at 9:00pm due to the reported issue. The patient reported that he became ¿unconscious¿ as a result of the alleged issue and was treated with glucose by the emergency medical services (ems) on (B)(6) 2016 between 7:00am to 7:30am. The patient claimed a blood glucose test was performed on the ems device at around 7:30am but was unable to recall the result obtained. Ems reportedly checked the patient¿s heart rate, blood pressure and stayed with the patient for 45 minutes until he felt better and until his blood glucose was measured at 80 mg/dl. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter and that the same approved sample site was used for testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly was treated for severe hypoglycemia by a health care professional (hcp) after obtaining the alleged inaccurate results with the subject meter.